Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 09-years-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog 100 u/ml) from a cartridge via a reusable device humapen luxura half dose (hd), 10 units thrice a day via unknown route of administration, for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, his reusable device was broken in half (pc:7616036 lot: unknown). He did not have a needle at the reporting time and his glucose level was not falling to below 500 (unit and reference range not provided), since he could not receive the medicine. On an unknown date, he was receiving insulin lispro full dose with hd pen (incorrect dose administered). His blood sugar was high (as in the 300-400 range). The event of blood sugar was high considered serious by the reporter due to medically significant reasons. Information regarding corrective treatment, outcome of events and the status of insulin lispro was not provided. The operator of humapen luxura hd was patient, and his training status was not provided. The general humapen luxura hd, device duration of use and the suspect humapen luxura hd, device duration of use was not reported. The status of suspect device was unknown, and its return was not provided. The reporting consumer did not provide the relatedness of the events with insulin lispro therapy and suspect humapen luxura hd device. Update 29-nov-2024: information was received on 22-nov-2024 from responsible complaint person (rcp) regarding product complaint (pc) number: (B)(4). No other medically significant information was received, and no other changes were done to the case. Update 03-dec-2024: additional information was received from initial reporter on 27-nov-2024 via psp. This case upgraded as serious with addition of one serious event of blood glucose increased. Added one non-serious event of incorrect dose administered. Added one drug dosage regimen. Added EU/ca device information in applicable fields. Added lab data. Added patient date of birth. Updated narrative with new information. Edit 13-dec-2024: upon review of information 27-nov-2024, added pc number in the narrative. No other changes were made to the case. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 19dec2024 in the b.5. Field. No further follow-up is planned. Evaluation summary a pharmacy employee reported on behalf of a 9 year old male patient that when using his humapen luxura hd "his pen was broken..the pen was broken in half". The reporter did not know how the pen broke, he said that "it may have fallen or been forced". The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 09-years-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog 100 u/ml) from a cartridge via a reusable device humapen luxura half dose (hd), 10 units thrice a day via unknown route of administration, for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, his reusable device was broken in half ((B)(4), lot: unknown). He did not have a needle at the reporting time and his glucose level was not falling to below 500 as was in the 300-400 range (unit and reference range not provided), because he could not receive the medicine. Reportedly, his condition was serious. On an unknown date, he was receiving insulin lispro full dose with hd pen (incorrect dose administered). The event of blood sugar increased considered serious by the reporter due to medically significant reasons. Information regarding corrective treatment, outcome of events and the status of insulin lispro was not provided. The operator of humapen luxura hd was patient, and his training status was not provided. The general humapen luxura hd, device duration of use and the suspect humapen luxura hd, device duration of use was not reported. The status of suspect device was unknown and was not returned to manufacturer. The reporting consumer did not provide the relatedness of the events with insulin lispro therapy and suspect humapen luxura hd device. Update 29-nov-2024: information was received on 22-nov-2024 from responsible complaint person (rcp) regarding product complaint (pc) number: (B)(4). No other medically significant information was received, and no other changes were done to the case. Update 03-dec-2024: additional information was received from initial reporter on 27-nov-2024 via psp. This case upgraded as serious with addition of one serious event of blood glucose increased. Added one non-serious event of incorrect dose administered. Added one drug dosage regimen. Added EU/ca device information in applicable fields. Added lab data. Added patient date of birth. Updated narrative with new information. Edit 13-dec-2024: upon review of information 27-nov-2024, added pc number in the narrative. No other changes were made to the case. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 16-dec-2024: additional information was received from affiliate on 12-dec-2024. Updated previously coded non-serious event of blood glucose increased (glucose level was not falling below 500) as serious and updated verbiage accordingly. Removed the event of previously coded serious event of blood glucose increased (blood glucose in the 300-400 range). Updated narrative with new information. Update 19dec2024: additional information received on 17dec2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen luxura half-dose pen device associated with product complaint number (B)(4). Corresponding fields and narrative updated accordingly.